Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past blood glucose (bg) level below 40 mg/dl; cause was not known. Customer required assistance by emergency medical technicians administering glucagon gel and was transported to the emergency room (ER). Customer was discharged from the ER the same day (B)(6) 2023, with the issue resolved and no permanent damage, no treatment was given at the ER. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.